Manufacturer narrative:
Summary of analysis: the observed backup pacing was due to a malfunction in the defibrillation controller i.c. Which resulted in loss of regulation of a supply voltage.

Event description:
The reporter indicated that the pt reported to the physician due to shock delivery and other unreported medical problems. Review of device diagnostic data shows prolonged >10 second detection time for fibrillation due to fallout. The r-waves are currently at 3.2mv and sensing parameters are 2.7:1 margin and 0.45 mv maximum sensitivity (vf detection is nominal 11 or 12/16). Recommended increasing margin to 3.5:1 and decreasing the maximum sensitivity to 0.30 mv and reprogramming ventricular fibrillation (vf) detection to 8 or (9/12). On april 29, the reporter called back due to the pt having episodes while in the hosp. Underdetection of vf, as well as, non-conversion of vf from maximum output shocks from the device were experienced. Review of the diagnostic data showed r-waves in the range of 1.2-3.2mv, the highest sensitivity reached in detected vf episodes was 0.3 mv. The sensitivity was going to be reprogrammed and/or the ventricular lead was to be replaced or repositioned due to the small amplitude signals in nsr and vf and the failures at the maximum energy to convert vf on the first shock indicate that the limit had been reached and no safety margin existed for detection or defibrillation threshold.